Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sapien 3 valve remains implanted and was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery provided by the site revealed the following: sapien 3 valve implanted inside a non-edwards surgical valve. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sapien 3 valve regurgitation and leaflet motion restriction were unable to be confirmed. A review of device history record revealed no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, post-dilation was performed to fracture the pre-existing non-edwards surgical valve, which could over-expand the thv and over stretch on the leaflets resulted in suboptimal leaflets coaptation resulting in central regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. As such, available information suggests that procedural factors (post-dilation to fracture pre-existing surgical valve) may have contributed to the complaint events. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from bulgaria by our edwards lifesciences affiliate, a 23mm sapien 3 valve was implanted within the aortic position inside a non-edwards surgical valve. After implantation, surgical valve fracture with a balloon was performed. After the surgical valve fracture, it was observed that one of the leaflets of the sapien 3 valve was stuck and there was a large amount of regurgitation. A valve in valve in valve was performed using an additional sapien 3 valve. After the second sapien 3 valve was implanted successfully, the patient condition was stable, with no regurgitation or paravalvular leak.

Manufacturer narrative:
Investigation is ongoing.